Event description:
The customer stated that he opened a new carton of test strips and found the cap open on one of the bottles of strips. He also mentioned that some of the test strips were loose inside the carton. No adverse events were alleged. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.